Manufacturer narrative:
The pump was evaluated on 04/05/07, and the reported failure code (810:04 - air sensor failure) that was reported to have caused the pump to shutdown during patient infusion was not confirmed in the event history or during testing. During evaluation, depleted main batteries were found which could have caused an unexpected shutdown of the pump. The batteries were replaced. The pump was returned to the customer fully operational.

Event description:
The facility initially reported to baxter in 2007, an infusion pump with failure code 810:04. The event was reported to have occurred during patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was supplied. Baxter obtained additional information through a follow-up phone conversation with the facility¿s initial reporter, on the following month. The initial reporter stated that the event occurred during patient infusion and that the pump stopped infusing due to the initially reported failure code 810:04. The facility representative stated that no further information was available from the facility.